Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample was returned for evaluation and a pinhole rupture was identified. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model cq5084, pta balloon dilatation catheter, allegedly experienced a material rupture. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.